Manufacturer narrative:
After receiving this complaint, we searched for other complaints and found none regarding the 8298966 the sample of product acxl101002 and 8298966 was manufactured in november 2021 for (B)(4) pieces. The expiry date is november 2026. Checking the quality databases did not reveal any anomaly in relation to the described defect. On 20th march we received one used sample. Two canals in dilatator item are conformed to the specification product. However these canals are clogged at the white connector level. After observation and unclogged one of them we only observed dilatator materials. We cannot define exactly one root cause, we can supposed that is during extrusion step, however no other case was observed. We assume that is an isolated case.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was not able to be used due to a defect. The device had two entry holes instead of one. It was noted the openings were closed. No other adverse patient effects were reported.